Event description:
It was reported that patient's pc was displaying the message "replace generator "company manufacturers met with the patient and confirmed the ipg was inoperable. As such, patient may be undergoing surgical intervention to address the issue. No further information available at this time.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.